Event description:
Boston scientific crm received information that during a lead revision for another lead, this chronic right atrial (ra) lead exhibited high pace impedance greater than 2000 ohms, there was intermittent loss of capture and sensing issues were observed when this lead was connected to the existing device. These observations were not seen when the lead was tested with the pacing system analyzer. Despite further evaluation, the physician was unable to determine whether there was a connection/setscrew issue or a lead issue. The physician elected to replace both the device and this lead. This lead was surgically abandoned and a new boston scientific lead was successfully implanted in the ra. No adverse patient effects have been reported.

Manufacturer narrative:
As the lead will not be returned, clinical observations cannot be confirmed. No additional information is available. Should any additional information related to this event become available, this event will be updated.